Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel field representative (f&p) that the tubing of an opt980 optiflow + mask interface adapter was damaged before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher and paykel field representative (f&p) that the tubing of an opt980 optiflow + mask interface adapter was damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section b4: updated. The opt980 interface is used to deliver humidified oxygen to patients. The opt980 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt980 optiflow + mask interface adapter was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of photographs provided revealed that the tubing opt980 optiflow + mask interface adapter was torn next to the manifold. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt980 optiflow + mask interface adapter would have met the required specifications. The setup instructions in the user instructions which accompany the opt980 optiflow + adult nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: -"appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."